Manufacturer narrative:
The biomedical engineer reported that the multigas unit was not reading co2. They rebooted the unit and tried a different connection cable, but the issue persists. No patient harm was reported. Attempt #1: 06/29/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide any patient information that was requested. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the multigas unit. Bedside monitor, model: csm-1901a, sn: (B)(4). Bedside monitor, model: bsm-1753a, sn: (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was not reading co2. They rebooted the unit and tried a different connection cable, but the issue persists. No patient harm was reported.